Event description:
The patient underwent a full replacement surgery and due to the hospital's policy, the explanted products will not be available for return as they were discarded after decontamination.

Event description:
It was reported via clinic notes that a patient was being referred for a replacement surgery due to high impedance. The high impedance was found during a follow-up appointment. No known surgical intervention has taken place to date.